Event description:
It was observed during the device evaluation; the probe broke off from the thunderbeat. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it was found that a crack was developed from a scratch on the probe. It is likely the following led to the malfunction: the application of load. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.